Manufacturer narrative:
Date of event was reported as a "couple of days ago). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was shocking them and was not able to turn it off. The patient called their doctor and was told how to use the recharger to turn the ins off and was able to do this. The indications for use for the implanted device were noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.